Event description:
When the staple load was tested by closing, opening and reclosing. It was then loaded and handed to the surgeon. According to the surgeon, the stapler "closed on issue and would not reopen". She had to "squeeze a lot harder that normal to get the entire staple load to fire". After the staples were fired, she used the cutter and a loud cracking noise happened during this process (per the event report).